Manufacturer narrative:
The sleep, eeg, evs manager reported that they noticed the high values and went to check on the patient. They then decided to check other cables and found that this tg-970p, co2 sensor kit, was giving inaccurate reading. No patient harm was reported.

Event description:
The sleep, eeg, evs manager reported that they noticed the high values and went to check on the patient. They then decided to check other cables and found that this tg-970p, co2 sensor kit, was giving inaccurate reading. No patient harm was reported.